Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient got hospitalized due to high blood glucose levels on (B)(6) 2024. Blood glucose levels were reported to be 389 mg/dl during the event. Patient was feeling sick and vomiting during hospitalization. Patient was also tested for ketones and the levels were found to high. Patient stayed at hospital for more than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.